Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received an insulin flow block alarm, pump error 25 (this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running). Customer reported that pump did not alert low reservoir as expected. Customer also reported a low battery alarm and received "power error detected" message. The customer reported blood glucose value of 15.0 mmol/l. The event involved product(s) mmt-1711k. Troubleshooting was performed for pump error and insulin pump passed displacement testing. No further patient complications were reported. Mmt-1711k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test due to blank display moisture damage at electronics assembly. Unable to download successfully using thus software due to blank display. However, the unit received high sleep current measurement due to moisture damage. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, motor, and battery tube. Unit received with cracked battery tube threads, fading serial number label, and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for charge battery alarm and power loss alarm due to moisture damage. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test due to blank display. Unable to verify pump error 25 alarm due to download difficulties. Unit confirm damage at battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.